Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be performed since a lot number was not provided by the customer. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that the tip of the 40cm access wire has broken off several times while using the jacc kit. The wire tip was removed/retrieved from the body during the procedure. No additional intervention required. There was no patient injury or consequence reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The results of the investigation are pending at the time of this report.

Event description:
The customer reports that the tip of the 40cm access wire has broken off several times while using the jacc kit. The wire tip was removed/retrieved from the body during the procedure. No additional intervention required. There was no patient injury or consequence reported. The patient's condition is reported as fine.